Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that, during a device change out procedure, this left ventricular (lv) lead became fractured at the distal tip. The physician attempted to repair the lead but was unsuccessful. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information indicated that this lead was not explanted. The lead was surgically abandoned and will not be returned for analysis. If additional information is received, this report will be updated.